Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the screen went gray. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.